Manufacturer narrative:
The device was received, and an evaluation is complete. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation experienced a keypad was responding slowly. The cause was identified to be the processor board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced the keypad responding slowly. No additional information is available.